Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the 6mm x 24mm 142cm palmaz blue .014 peripheral stent deployment system (sds) on aviator plus was taken out from the packaging, detachment occurred front and back. Another stent was used to complete the procedure. There was no reported patient injury. The sds was not inserted into the patient. The product was stored and prepared properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. No difficulty was reported when removing the product from the packaging. The stent was not manipulated on the stent delivery system (sds). The stent did not appear normal upon inspection. Cordis training/clinical personnel were present to provide physician advice/support. The operator had received pb stent training and was skilled in operating pb stents. The device will be returned for evaluation.